Manufacturer narrative:
The initial MDR 2432235-2015-00143 was filed on march 26, 2015. Additional information (04/10/2015): a siemens technical support laboratory (tsl) received the patient sample in question and the regent kits from the customer. The patient sample was tested in the laboratory on an immulite 2000 instrument using kit lots 568 and 569. The sample resulted (B)(6) on both the lots. It had tested (B)(6) on an advia centaur instrument. The discordant results were confirmed on an immulite 2000 instrument. The cause for the discordant, (B)(6) results is unknown.

Event description:
Discordant, (B)(6) core antigen (B)(6) immunoglobulin m ((B)(6)) results were obtained on one patient sample on an immulite 2000 instrument using lot 571. The discordant results were not reported to the physician(s). The sample was sent to a different lab and was tested using two different methodologies, both resulting (B)(6). The sample was also tested for core antigen (B)(6) total in an alternate lab using two different methodologies, also resulting (B)(6). The repeat (B)(6) results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant, (B)(6) results is unknown. Siemens healthcare diagnostics is investigating the issue. (B)(4).